Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays have been received for investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted an unknown ncb pp plate trauma on an unknown date on the right side. It was also reported, that the plate broke twice after first implantation. In this case the second breakage is treated. The date of the breakage is unknown. No further information is available. (First breakage is treated in (B)(4).)

Manufacturer narrative:
A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event summary: it was reported that the patient had two plate breakages. The first plate breakage is treated in (B)(4) and the second plate breakage in .(B)(4) this case is for the second plate breakage. Review of received data surgical reports were reived for review. The surgical report of the implantation for the first plate, dated (B)(6) 2015 describes that a 12 hole plate was implanted with several screws and a cable ready cerclage. No other relevant information available. The surgical report dated (B)(6) 2015 describes that a hematoma was detected. The patient had to undergo a surgery. Tissue biopsies were taken for analysis. The surgical report dated (B)(6) 2015 describes that the plate was broken after 6 weeks. It is also written that the healing of the bone fracture did not take place, it was delayed. The broken plate was removed and a new plate 15 hole was implanted with several screws and two cable ready cerclages. During the implantation of the plate some k-wires were used for positioning. One tip of the k-wires was broken and left in patients bone. The surgical report dated (B)(6) 2015 describes again a hematoma. The patient had to undergo a surgery. Tissue biopsies were taken for analysis. The surgical report dated (B)(6) 2016 describes that the plate was broken after 2 months. The report describes also non-union. The broken plate, screws, cable ready cerclage and the broken piece of the k-wire were removed. A new plate 18 hole, several screws and 3 cable ready cerclages were implanted. In this report it is mentioned that the patient has also a hip prosthesis and a knee prosthesis on the right side. Devices analysis no product was returned to zimmer biomet for in-depth analysis review of product documentation the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis breakage of implant due to movement between implants leads to notching / fretting. => possible, as no x-rays were provided a movement between implant could have occurred. Breakage of implant due to inadequate implant design & material (fatigue strength - lifetime of the device). Not possible -> there were several tests performed before releasing this devices into the market. This device is for more than 5 years on the market. A design issue would have been detected. Breakage of implant due to chemical / galvanic / crevice corrosion of material. => possible, as the devices were not returned for investigation. Breakage of implant due to implant will be implanted against contraindication. => possible, no x-rays at hand to see how the implants were implanted. Breakage of implant due to wrong interpretation of in situ device position and/or dimension. => possible, no x-rays at hand to see how the implants were implanted. Breakage of the implant due to wrong interpretation of x-ray template for dimensions. => possible, no x-rays at hand to see how the implants were implanted. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. => possible, it is unknown if the plate was bent. Breakage of implant due to user define incorrect placement of the spacers and plate. => possible, the use of spacers is not mentioned in the surgical reports. Breakage of implant due to user perform improper handling of the plate during insertion. => possible, no x-rays at hand to see how the implants were implanted. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. => possible, it is unknown if the plate was bent. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction. Not possible -> no issues found in the postoperative protocols. Breakage of implant due to patient do not follow the postoperative protocol. Not possible -> no issues found in the postoperative protocols. Conclusion summary two plate breakages were reported for the same patient. The first plate breakage occurred after 6 weeks post operative. Afterwards a second plate was implanted which also broke after 8 weeks. The devices or photos of the removed implants were not received in both cases; therefore the condition of the components is unknown. A fracture analysis cannot be performed without the explanted devices. In the received surgical reports it is mentioned that the patient had to undergo two additional surgeries as hematoma was detected. As no x-rays were received the positioning of the implants cannot be reviewed. Due to the lack of information an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received on june 15, 2016 and was added to the case. The manufacturer did not receive devices for review. X-rays and surgical reports have been received for investigation. The products are retained by the patient and therefore not available for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported, that the patient was implanted a ncb, periprosthetic femur plate, distal, right, 18 holes, 355 mm on (B)(6) 2015 on the right side. It was also reported, that the plate broke twice after first implantation. In this case the second breakage is treated. The patient underwent a revision surgery on (B)(6) 2015 due to the breakage of the plate. (First breakage is treated in (B)(4).)